Event description:
The customer stated that pt has not used the meter in some time and took it in for new batteries. The batteries were replaced and the screen displays "777" only. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.